Event description:
The technician alleged that the brakes are setting but not holding. No pt impact.

Manufacturer narrative:
The technician replaced the hex rod, screw and brake steer upgrade kit to resolve the issue.